Manufacturer narrative:
Potential lot numbers r19h09078 and r19a16094. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp continu-flo solution sets "came apart at one of the access port areas." It was further reported the incident ¿would occur as a nurse would be adjusting something on the line and the tubing would separate from the bonded y-junction without force applied.¿ the device was used in conjunction with intravenous solutions (reported to potentially be intralipids, hyperalimentation, and d10 started fluids with amino acids). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information for h4: lot number r19h09078 was manufactured on 08/09/2019. Lot number r19a16094 was manufactured on 01/17/2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the tubing was separated from the y-site clearlink in the downstream part. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the potential lots r19h09078 and r19a16094. Should additional relevant information become available, a supplemental report will be submitted.